Event description:
It was reported that the bd intelliport¿ tablet kit failed to transfer the newest patient data between care areas. The following information was provided by the initial reporter: "user notified that the intelliport tablet is not showing the newest patient that was sent by epic. "

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Investigation summary: no photos or samples were received by our quality team for evaluation. The certificate of compliance was reviewed and there are no non-conformances associated with this issue during production of this batch. During patient use of the intelliport system, there were observations that include an associate message for new patients not showing on tablets, allergy not showing up on tablets, and test patients showing up as an error. It was discovered that all these observations are related to the integration of the intelliport tablet device. Some of implementation fixes have been implemented. This includes fixing the hl7 messages so the workstation ID lines send disassociation messages as the tablets previously did not receive a disassociation message for previous patients, when this error was fixed, the test patient showing up as in error nonconformance stopped. After further investigation, the patients not showing up on the tablets are all without allergies. The automatic conversion of "no known environmental allergies" to "no known allergies" was stopped. This caused these patients to have a "no known environmental allergies" tablet allergy popup, but all patients appeared on the tablets. With these changes implemented, all patients are appearing on the tablets and these changes are not related to the intelliport software / hardware. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.